Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient is receiving unintended stimulation in her abdomen using the top two rows of lead contacts. She also reported an unpleasant burning sensation at the lead incision site. Reprogramming was unable to provide satisfactory stimulation, and diagnostic testing revealed no anomalies. It was reported the physician has ordered x-rays to further evaluate the lead. No further info is available at this time.